Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for section e1 phone number: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely non-reactive alinity I syphilis tp results for one sample. Initial abbott result is 0.84 s/co (non-reactive), repeat results after centrifugation = 0.91 s/co and 0.94 s/co johnson & johnson platform = positive, colloidal gold method = positive, tppa is 1:160 = positive. The patient has no confirmed history of syphilis. No impact to patient management was reported.

Event description:
The customer observed falsely non-reactive alinity I syphilis tp results for one sample. Initial abbott result is 0.84 s/co (non-reactive), repeat results after centrifugation = 0.91 s/co and 0.94 s/co johnson & johnson platform = positive, colloidal gold method = positive, tppa is 1:160 = positive. The patient has no confirmed history of syphilis. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false non-reactive alinity I syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any related trends for the product for the issue. Device history record review on lot 45312be01 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. In-house sensitivity testing was completed with lot number 45312be00 (lot number 45312be00 contains the same bulk material as 45312be01). All controls met specifications and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Based on the investigation, no systemic issue or deficiency with the alinity I syphilis tp assay for lot 45312be01 was identified. All available patient information was included. Additional patient details are not available.